Event description:
It was reported that the leads were reversed in the header of the pulse generator. The device was programmed to aai mode with no further intervention at the time. In 2008, the lead was explanted, due to the pulse generator being at end-of-life (eol).

Manufacturer narrative:
No medwatch form was received.